Manufacturer narrative:
Additional information: evaluation codes were added. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that when the customer changed the transfer set the patient adaptor was not connected with the titanium adaptor well. This event occurred during use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.